Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, refractive surprise, and elevated iop. Reportedly, "the lens has currently been explanted. Visual acuity is now being monitored continuously. Once a manifest refraction is present, the replacement lens will be calculated." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: lvc performed after explantation. Claim# (B)(4).

Manufacturer narrative:
B5: the patient experienced only excessive vault and refractive surprise. Elevated iop was not an adverse event. Claim# (B)(4).

Manufacturer narrative:
B5: patient experienced significant reduction of iridocorneal angles and significant shallowing of the ac. The problem was resolved. Cause of the event is unknown. Claim# (B)(4).